Manufacturer narrative:
Return requested for suspect .4mm core fiber 10mm tip. The site risk analysis department, (B)(6) has declined to release the suspect catheter. No parts have been received by manufacturer for analysis. On 10/31/2016 a medtronic representative performed a thermal therapy system check-out, all areas passed. System performed as intended. On 11/09/2016 a medtronic representative, following-up at the site, reported that in the middle of an ablation, they heard a high-pitched noise from the water (infusion) pump, which alerted them to check the return saline bag, however, they saw no return. The surgeon immediately disengaged the laser, and evaluated the saline line for about 5-10 minutes. They saw a trace of blood in the cooling catheter return line. The surgeon stopped the procedure and removed the cooling catheter from the patient. A stream of saline shot out of a pin-hole leak. The surgeon said the catheter had melted and needed to be changed. The procedure was stopped at that point and the patient was removed from the mr. The medtronic representative located a new vclas kit. Approximately two hours later, the procedure continued. Patient remained under anesthesia during the delay and underwent new imaging prior to re-inserting the new cooling catheter. The surgeon completed the ablation procedure as planned. Only one trajectory was used. Laser ablation thermography was stable throughout ablation. There were no adverse events as a result of the melted, leaking catheter because the surgeon detected it quickly. The medtronic representative followed up with the surgeon on 11/08/2016 and was told that the patient was doing fine. Type of tissue ablated: frontal lobe lesion. The lesion was significantly larger than average, similar to a honeycomb in appearance, with multiple globular areas with variable densities.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) MRI-guided laser ablation procedure, the surgeon alleged a component melted and a saline leak occurred. Frontal lobe was the targeted location. During the second ablation, the catheter melted and began leaking. The surgeon had completed the following: at the first location: 25% of 15w test dose, followed by a 90% of 15w for 1minute 13 seconds. Waited approximately 2 minutes between, until the imaging showed the surrounding tissue had cooled. Pulled the laser back to the second location, then performed a 30% test dose. Followed by 90% of 15w for 2 minutes 42 seconds, until they noticed there was no return on the saline. They then stopped ablating, evaluated the line and saw no kinks in the line, checked for leakage and found none. The surgeon took the patient out of magnetic resonance imaging (mr) and inserted a new catheter through the bone anchor with a stiffening stylet. The surgeon then inserted the same laser fiber, since they had examined it and had seen no charring. The surgeon then continued the ablation. The medtronic representative reported that in examining the catheter, noted that it appeared to have blood in it and was leaking from the tip. The surgeon removed the catheter/fiber and inserted a new one, then finished ablating. The surgeon completed the procedure with the use of the thermal therapy system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" ((B)(6) 2016). The revised instructions for use (IFU) were also provided with the notification.